Manufacturer narrative:
Investigation summary: summary: customer returned (1) loose bd 1ml, 6mm, 31g safetyglide insulin syringe with part of the shipping carton from lot # 6050958. Customer states that after the insulin was administered the nurse attempted to engage the safety and the safety would not slide to cover the needle, she applied more force and the entire top portion of the syringe came off. The safety did engage at this point. The syringe was returned with the hub-needle/safety mechanism separated from the barrel. No damage to the barrel was observed. Device history record review ¿ a review of the device history record was completed for batch # 6050958. All inspections were performed per the applicable operations qc specifications. There were zero (0) defects or notifications noted during the manufacturing of this batch. Sample will be forwarded to manufacturing ((B)(4)) on 06oct2017 for further investigation. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a root cause is not yet available as the investigation is still in progress.

Manufacturer narrative:
Investigation: on 11oct2017, (B)(4) received one (1) loose 1ml, 6mm, 31g safetyglide syringe with a portion of the shipping carton from batch# 6050958. All samples were decontaminated per (B)(4) prior to evaluation. Upon evaluation by (B)(4), it was noted that the sample was received with the hub assembly (hub, pushrod, cannula; no shield was returned with this sample) disassembled from the remainder of the syringe (barrel, plunger rod, stopper). Review of the sample noted that the along the interior of the hub, along the hub core, there was damage to the tip of the hub core. When this type of damage is seen, the hub assembly will not complete the 'snap-fit' design which affixes the hub assembly to the remainder of the syringe. The transient fixing of the hub assembly to the syringe has an increased chance of disengaging either during transport or during initial attempts to engage the safety mechanism, as is the case for this complaint. Probable root cause points to hub core damage causing an incomplete assembly of the hub assembly to the remainder of the syringe. This is typically caused by a misalignment on the metro during assembly. The (B)(4) plant initiated CAPA (B)(4) to address needle hub separates and their associated root cause(s). Batch# 6050958 was created prior to implementation of corrective/preventative actions.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety failed on a bd safetyglide¿ insulin syringe1ml 31g x 6mm during use. No injury or medical intervention.